Event description:
It was reported that this right ventricular (rv) lead (unknown serial number) exhibited oversensing. This information was noted when the physician inquired about the feature auto threshold. Additionally, the sensitivity was optimized and no further oversensing was noted. The patient was recently upgraded to a cardiac resynchronization therapy defibrillator (crt-d). This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.